Manufacturer narrative:
Device not returned. The device history record (DHR) is currently in progress. No additional patient history is available. Sequential design improvements have increased the durability of bioprosthetic valves. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Structural valve deterioration (svd) may occur as a result of: calcification of the leaflet tissue, non-calcific degeneration, dehiscence, fibrosis (host tissue overgrowth), and paravalvular leakage (pvl). In this case, the operative report indicated the primary reason for explant was due to pvl. Despite several calls to the health care provider, it is unknown if the device is available for return and evaluation. Without information regarding the condition of the device, which was not included in the operative report, or return of the device for evaluation, we are unable to conclusively determine root cause for explant of this device.

Event description:
Edwards learned through our implant patient registry that a 25mm aortic valve was explanted after an implant duration of approximately 9 years, 4 months, (112.37 months) due to severe aortic insufficiency (ai) with significant component from paravalvular leakage (pvl). The aortic valve was replaced by a 25mm model 3300tfx. Per medical records, "in the or, the bioprosthesis was found to be degenerated. No evidence of infection was seen. There was structural deterioration of the leaflet as well as evidence of pvl." After excision of the previous aortic valve, a new aortic valve was implanted. The new aortic valve was functioning normally with no insufficiency. The patient tolerated the procedure well and was transferred to ICU.